Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient reported a rash and itchiness on his back. Follow-up indicated that the rash was still present and that the patient used a cream which was helping. It was also reported that the patient's nurse was assisting the patient to take care of the rash in accordance with recommendations from the distributor.